Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, the patient underwent surgery for kyphosis and was implanted with veptr (hybrid type) of the left rib to the ilium and a partial addition of a corrective fusion. During a follow-up visit on (B)(6) 2012, it was noted that the kyphosis reoccurred. On (B)(6) 2012, the surgeon extracted the veptr of the left rib to the ilium and replaced it with growing rods on both the right and left sides. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.